Event description:
It was reported that the device became stuck on the guidewire. The stenosed target lesion was located in the lower extremity veins. An angiojet zelante was selected for treatment. During the procedure, the guidewire became stuck in the catheter and could not be removed, resulting in both the catheter and the guidewire being removed and discarded. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the device became stuck on the guidewire. The stenosed target lesion was located in the lower extremity veins. An angiojet zelante was selected for treatment. During the procedure, the guidewire became stuck in the catheter and could not be removed, resulting in both the catheter and the guidewire being removed and discarded. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the angiojet zelante was returned for analysis. Inspection of the device revealed multiple shaft kinks and missing tip section. Inspection of the device revealed the entire outer shaft was separated and missing at 96.5 cm from the strain relief. The entire outer shaft, guidewire lumen and jet head tip was missing and not received. Unable to perform a guidewire test due to the extreme damage to the tip of the device. Inspection of the device revealed a detached/missing outer shaft and jet head.